Manufacturer narrative:
Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies) and spinal pain. It was reported that the patient had pain in their back and hip and stated their spinal cord stimulator had never helped them. It was unknown if any external factors led to the reported issue, but the patient stated the leads that were placed by their doctors a couple of years ago were placed too high. It was unknown if any diagnostics were performed, the patient told the rep about this issue over the phone on (B)(6) 2018. A spinal cord stimulator replacement was in the process of being scheduled. The issue was not resolved at the time of the report. Surgical intervention had not occurred but was planned, but not yet scheduled. No further complications were reported/anticipated.